Event description:
Customer reported that a pyxis anesthesia es system froze twice during a procedure resulting in the customer moving another device into the operating room. There was no reported patient or user harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system froze twice during a procedure resulting in the customer moving another device into the operating room. There was no reported patient or user harm. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device, found that the database was in suspect mode, proceeded to drop database, and preformed a full sync. Device was tested and functioned as normal.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b3, d1, d4, d5, e1, e3, g1, h2, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-feb-2020 to 03-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system showed the error message that an unexpected data error occurred due to database failure. A field service engineer reimaged station and changed the battery and put in the pas bracket to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
Customer reported that a bd pyxis anesthesia es system froze twice during a procedure resulting in the customer moving another device into the operating room. There was no reported patient or user harm.